Event description:
It was reported the patient's rod broke. The surgeon plans to remove the construct.

Manufacturer narrative:
(B) (4): no x-rays were provided to the manufacturer. No product was returned for evaluation.